Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that patient's left knee was revised due to aseptic loosening and flexion instability. Rep confirmed that this was a revision of a primary implant.

Event description:
It was reported that patient's left knee was revised due to aseptic loosening and flexion instability. Rep confirmed that this was a revision of a primary implant.

Manufacturer narrative:
The following devices were also listed in this report: unknown knee tibial insert; cat# unknown; lot# unknown. Unknown knee tibial baseplate; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An event regarding loosening and instability involving an unknown femoral component was reported. The event was not confirmed. Conclusions: the exact cause of the event could not be determined because insufficient information was provided and the device was not returned . Further information such as device ID, product evaluation, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause no further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.